Event description:
The customer reported the display blank. No patient involvement.

Manufacturer narrative:
Mmi board was tested and no failures were identified. Both mmi board to overlay cables were tested with no failures identified.